Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented noise image during angulation in the up down directions. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the damage on the charged coupled device (ccd) unit led to the malfunction, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.